Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-05036. The pt received her scs system on (B)(6) 2011 including two percutaneous leads (from different lots). It was reported the pt was unable to receive adequate coverage after being reprogrammed. On (B)(6) 2011, both leads were relocated. As a result, the pt's issue was resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.